Event description:
A newly converted account has had difficulties with this clearlink catheter luer activated valve (lav) extension set. It is reported that nuclear med dept performs many myocardial profusion stress injection tests. This procedure is reported to last 3.5 hours and pt is allowed to move around during test. IV is started in nuclear med dept, at the antecubital site of the pt. The clearlink extension set is then connected to the IV site catheter. A competitor mallinckrodt stop-cock is then attached with a male luer lock collar to the end of the luer activated valve of the extension set. It is also reported that a 10 cc syringe is attached to the stopcock. It is reported by the rn that during the procedure, the set tends to get disconnected during pt use and the pt gets exposed to radioactive isotopes. In the last month, rn reports that this has happened "a good 20 times." Rn confirms that there has been no pt or staff injury. Radioactive spills were reported by the rn to have been cleaned up appropriately. Sales rep reports that when competitor clave lav product is used with the competitor mallinckrodt stopcock, disconnection does not happen.